Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the device control did not function. The device also failed the pretest for check for untrue running, check triggers and ecu, check function of hand piece, function test, check for immediate stop and check power with test bench. It was noted in the service order that the device did not leave during testing while in use with another power drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.